Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. The cycler exterior showed no signs of any physical damage there were no indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was not obstructed. The heater tray/scale was not obstructed. The simulated treatment was completed without any alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. The reported drain complication alarm was not reported during testing. The sound emitted by the cycler during the treatment test was normal. The valve actuation test and system air leak test passed. There were no internal, visual discrepancies found in the inspection of the received cycler unit. There were no device malfunctions that would have caused the reported event. There were no deviations during the manufacturing process, however, the device history record review identified: "cycler identifying, disinfecting and disposition form marked "fluid leak" by return goods 04/09/2014 mushroom head check passed by return goods, 04/09/2014." Product labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the clinical investigation by the post market surveillance department.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report drain complication alarms, fibrin present, ad a grinding noise. She also stated that as of (B)(6) 2015, she was diagnosed with peritonitis and is being treated with medication. Upon follow up with the pt's pd nurse, she confirms that the pt was diagnosed with touch contamination peritonitis as a result of inadequate aseptic technique. She added that there were no reports of cassette fluid leaks or other product issues prior to this event. The pt was given antibiotics and continues with the ccpd program using the replacement cycler.

Manufacturer narrative:
The post market surveillance department reviewed the patient's medical records and the clinical investigation reveals the following based on the 18 pages of medical records and information obtained from verbal reports: medical records confirmed that the organism was coagulase negative staphylococcus which is commonly shown in touch contamination. There is nothing in medical records to say this event was related to fmc products. The actual device was evaluated and there were no device malfunctions that would have caused the reported event. It is likely that this was related to the patient not adhering to aseptic technique.